Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the product damage to the peel away sheath was not determined due to lack of conclusive evidence from the provided clinical details and unreturned product for further investigation.

Event description:
Additional information indicates that the sheath was cut away successfully; however, the physician reported that the peel-away sheath did not function as intended. A hematoma developed approximately 6 hours post-procedure and was not reported until after it had resolved. The procedure was successful with no patient harm.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72 year old male was admitted for an elective high-risk percutaneous coronary intervention with the support of an impella cp. Following the procedure, the peel away sheath was correctly backed out but couldn't be successfully peeled away as one side of the peel away completely snapped off of the sheath. The remaining peel away sheath was cut off the catheter. During the percutaneous coronary intervention, the aic alarmed with "placement signal not reliable", this resolved when the pump was switched to a lower level of support and the patient sent to the intensive care unit. Later, a large hematoma of the groin was noted and the patient required a blood transfusion. No active bleeding was noted at that point. The patient was successfully weaned and the impella cp removed the following day. Note body (local language). Aei received date.

Manufacturer narrative:
Additional information has been provided in b5

Event description:
Additional information received indicates, complaint occurred when peel away sheath was removed. Peel away sheath was correctly backed out. When physician went to crack and peel away the sheath. One side of the peel away completely snapped off of the sheath. As a result, the sheath was unable to be peeled away. Physician took a pair of scissors to cut the remaining portion of the sheath to advance the repositioning sheath.